Manufacturer narrative:
A field service engineer (fse) was dispatched who reloaded software and performed alignments. Customer ran cal & qc with no errors noted. No further action by the fse. The probable cause of the event was software issue: sorter tip pick up. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported error 4063 (sorter tip pick up) with their aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl, lhii and fsh there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.